Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported that insulin flowed into the chamber of her insulin infusion device when she removed the cartridge. She stated she dried out the cartridge chamber, but condensation remains around the window area. The patient was educated on how to dry the cartridge chamber and how to properly remove the insulin cartridge from the cartridge chamber. A trainer was requested to watch the patient fill the cartridge with insulin and give advice as needed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.